Event description:
It was reported that the right ventricular lead exhibited noise during a follow-up in clinic. Upon device interrogation, it was noted that the patient received phrenic nerve stimulation from the rv lead. The lead was extracted and replaced. The patient was stable post procedure.